Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbt) q17 on the defibrillator pca. Additionally, the rear response button was intermittent. The response button cable was creased. The root cause for the shorted igtb and the creased response button cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.